Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the glue of the objective lens peeled off occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: independent administrative institution occupational health and safety organization (B)(6) hospital. The device was returned to olympus for evaluation and revealed the following findings: adhesive around objective lens was peeled; universal cord had a cut; adhesive on bending section cover (a-rubber) had a chip; due to a cut on universal cord, water tightness was lost; bending section cover (a-rubber) had a scratch; switch #1 had discoloration; indication on light guide connector was not correct; video connector was deformed; video cable had a scratch; and due to wear of angle wire, bending angle in the upward direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported the bending section cover and insertion tube on the endoeye flex deflectable videoscope were found with defects. There were no reports of patient harm or impact associated with this event. During incoming inspection, it was determined the objective lens adhesion was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction - peeling of the adhesive of the device objective lens (deterioration, breakage of the adhesive (chemical stress / physical stress)- found during device evaluation.